Event description:
A customer reported "a problem presented during phaco" during a cataract extraction with intraocular lens implant. The system was exchanged to complete the surgery. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the problem reported. The u/s controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. A review of the system's event log for the date of (B)(6) 2013 did not reveal any nonconformity during phaco; the event log showed no abnormal activity. The root cause could not be conclusively determined. (B)(4).